Manufacturer narrative:
(B)(4) - (patient required an xray and medical intervention to remove the bravo capsule which failed to attach).

Event description:
According to the reporter, during a bravo procedure, the customer had a capsule that failed to detach from the delivery device after an attempt at placement. The delivery device disassembly procedure was utilized. Endoscopy showed that the capsule was free and unattached in the esophagus. After an endoscopic inspection, the capsule was found in the stomach, a mucosal defect was seen, and tissue was within the well. The capsule was then removed with a roth net. A repeat bravo placement was attempted during the same session which also failed to detach, again necessitating the use of the delivery device disassembly procedure. When attempting to locate the second capsule via endoscopy, the capsule was not attached to the esophagus, and could not be located freely in the esophagus or stomach. Patient was sent for x-ray to rule out inadvertent placement in the lung. The chest x-ray was clear. A third attempt at placement was not attempted. The next placement procedure is planned for today. There was no harm caused to the patient. There was nothing unusual about the patient or procedure itself. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. The medala pump was the vacuum source used. Customer was not sure if lubrication was used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one delivery system was returned to medtronic for evaluation. The capsule was not returned. The delivery system was investigated for external damage. There was no blood or tissue on the returned device. The delivery system was not bent and the plunger was not broken. The emergency release system of the device was implemented. The delivery system did not have any visual damage. As the product was received, the device functioned per specification, except mishandling caused when the emergency release was implemented. If information is provided in the future, a supplemental report will be issued.